Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported by the vat rn that the needle visualization on the site rite 8 is poor. The rn uses the system for training on PICC, accucath and midlines and finds it very difficult to train when the needle echo is not present when used on a vein block or patient. As a result of the poor needle visualization the rn's in training have been documented to hit arteries, nerves, caused vessels to bleed yet site rite 8 indicated a successful vascular access obtained in about 50% of the attempts. The rn stated image quality is fine for most end users and he can visualize the vascular structure and other shallow anatomical structures but when free-handing a catheter placement and looking for the indentation of the vascular structure puts the needle too close to the structure to avoid impact or injury to the targeted structure.